Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had diminished battery life, dimmer backlight, rejected new battery in the past, upper left corner of screen was cracked. The insulin pump will not be returned for analysis.